Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the insulin pump received motor error and had given some insulin and saw a back circle on the insulin. The customer¿s blood glucose level was 274 mg/dl. Customer was able to clear the alarms. Customer was able to complete insulin pump rewind. The customer also reported that the drive support cap appears normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.